Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use, an unknown 3.0x38 mm rx multi-link stent dislodged from the balloon after removing the protective sheath. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported stent dislodgement was confirmed. The reported difficulty removing the protective sheath was unable to be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional reported information provided indicates that the 3.0 x 38 mm rx multi-link 8 sheath was able to be partially removed; however, resistance was felt during sheath removal. It was observed that the distal portion of the stent implant had dislodged from the balloon. A new same size multi-link 8 stent system was used to complete the procedure. No additional information was provided.